Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.0/+1.5/082 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and pigment dispersion. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation - the lens was returned in liquid in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Work order search - no similar complaints were reported for units within the same lot. (B)(4).